Event description:
It was reported that during a remote follow-up, the physician noted that a battery depletion (bd) alert had been declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. A replacement procedure is anticipated to resolve the event. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that during a remote follow-up, the physician noted that a battery depletion (bd) alert had been declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD was discarded and will not be returned for analysis.